Manufacturer narrative:
(B)(4). Device evaluated by manufacturer updated. Product evaluation: failure analysis for fiber 0010-2400-511a-(B)(4): the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion; the glass cap bevel edge and the metal cap are not aligned; the metal cap adhesion location exhibits burnt glue . Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure at 138,334 joules of use, "tip broken" was observed. The fiber tip was cleaned during the procedure. The fiber was replaced and at 192,641 joules of use and 18:20 minutes "broken tip" was observed with the second fiber. The fiber tip was cleaned during the procedure. The customer completed the case with an alternate procedure (resectoscope). There was "no injury" to patient reported. This report is for the first fiber used.